Event description:
The customer reported system is displaying a cp error, and a connection failed error. No pt injury was reported.

Manufacturer narrative:
A ge rep has not yet evaluated the system. (B) (4).